Event description:
The customer reported that the system shut down during the procedure. The doctor was not able to complete the case, and the pt was rescheduled to return for a further surgical procedure. The nurse stated that, "the patient's eye is still bleeding and the pt won't have sight until the surgery could be completed."

Manufacturer narrative:
The company service representative examined the system and verified the service requested message. His inspection determined that the laser power was out-of-range, which caused the shut down condition. He replaced the laser engine and recalibrated the system. The system met specifications. No sample were returned for eval.